Event description:
EU complaint handling unit reported screws came loose. In (B)(6) 2003, a 360 degrees fusion was performed, using a posterior lumbar interbody fusion and pedicle screws, for degenerative spondylolisthesis in l4 l5. On (B)(6) 2007, there was a disc prolapse in l3 l4, sequestromy and dynamic stabilization in l3 l4 with nflex. Six months post operatively, the first observation of a screw loosening in l3 showed on xrays. On (B)(6) 2009, there was an ambulatory consultation. The patient reported clear amelioration of the back pain but without total pain relief, see vas and odi in the ppt. The CT showed an increase of the halo around the screws, specifically around the l3 right screw, into the pedicle. The revision strategy was discussed and decided with the patient, based on the low pain level. The surgeon proposed not to attempt an interbody fusion in l3 l4 in a first round, but only to explant the posterior fixation. He based his proposal on his impression that the facet joints in l3 l4 were already fused. On (B)(6) 2009, there was a revision surgery and explantation of the posterior fixation rod and screw. There was confirmation during surgery of the screw loosening in l3. Intraoperatively, no motion of the two spinous processes were relative to each other, which correlates with the assumption of the fused facets.

Manufacturer narrative:
Device was used for treatment. Brand name: the exact part number could not be identified. Exact date of implant not known. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was not returned to manufacturing. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.